Event description:
It was reported when an asymptomatic patient presented to the operating room for an elective device change out procedure, externalized conductors were observed on the right ventricular lead. A defibrillation threshold test was successfully performed following implant of the new device. The patient will continue with routine follow-ups and remained stable before, during, and after the procedure.